Event description:
It was reported that this pacemaker exhibited multiple instances of out of range pace impedance measurements greater than 2000 ohms on the right ventricular channel. Technical services (ts) recommended cardiology follow up. This pacemaker remains in service. No adverse patient effects were reported.